Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's lead was repositioned via surgical intervention on (B)(6) 2019 due to it migrating. Surgical intervention addressed the patient's issue.